Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: errore 6 at patient side and circulator motor was not functioning. The circulator motor em109, erosion kit and processor board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (error 6) associated to the stirrer motor of patient pump during a procedure. There is not report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
B.5. The event occurred while cleaning and disinfecting the device and it did not occured during procedure as previously communicated. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: most likely root cause of the reported event could be traced back to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate freely. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. The malfunction of the stirring motor led to damage also the processor board.